Manufacturer narrative:
Approximately 18 inches of the external portion/distal end of the driveline was returned. Electrical continuity test of the driveline found all wires to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The metal braided shielding and clear bionate layer were removed and examination of the underlying wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The report of pump stoppage events was confirmed based on the evaluation of the submitted log file; based on the manufacturer¿s complaint history and similar reported events, the events captured in the log file could have been potentially consistent with a compromised wire in the patient's driveline; however, a root cause for the pump stoppage events could not be determined through the evaluation of the returned portion of the driveline. The patient remains ongoing on pump support. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 8 months. The pump remains in use supporting the patient; however, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that interrogation of the system controller on (B)(6) 2016 showed pump off and driveline disconnect events. The patient was asymptomatic. A review of the log file submitted to the manufacturer&#62688;technical services for analysis confirmed multiple pump stoppages and speed decelerations below the low speed limit. These events only appeared to be occurring while the lvad was connected to the power module. The customer requested an ungrounded patient cable to be provided to the patient for power module connection. The patient was asymptomatic. Review of the submitted x-rays identified a small kinked area that seemed like it was internal to the driveline and the external portion was difficult to discern any issues. A distal end percutaneous lead (driveline) replacement was performed by the manufacturer's technical services representatives. After the repair, no immediate alarms were observed while the patient was connected to the power module with the use of a grounded patient cable. No additional information was provided.